Event description:
It was reported that the right ventricular lead had oversensing and t-wave undersensing. The lead was explanted and replaced. It was also reported that the device was explanted and replaced to give different programming options. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and no anomalies were found. (B)(4) the full lead was returned and analyzed and no anomalies were found. However, the defibrillation conductor was distorted and the inner tubing was kinked/buckled. The outer insulation had a cosmetic depression. Blood was present in/on the helix/lobe mechanism and sleeve head. Visual analysis revealed apparent explant damage.